Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device confirmed the benchmark was kinked in multiple locations throughout its length. This damage may have occurred due to forceful handling or gripping of the benchmark during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed a benchmark 6f 071 delivery catheter (benchmark dc) was kinked in several places upon removal from the packaging. The kinked benchmark dc was found prior to use and therefore was not used in the procedure. The procedure was completed using a new benchmark dc.